Event description:
During verification testing at the mfg facility, no flow of solution was noted.

Manufacturer narrative:
One used device was received and evaluated. During testing, the option-lok male adapter of the secondary tubing set was connected to the proximal smartsite needle-free valve of the carefusion primary tubing set from lab stock. The primary solution container was hung lower than the secondary solution container. No flow of solution was noted through the secondary tubing set. This was due to the tip of the option-lok male adapter was underfilled with acrylic multipolymer. The underfilled option-lok male adapter did not activate the smartsite needle-free valve on the carefusion primary tubing set resulting in no flow of solution. This was due to the molding process of the option-lok male adapter during mfg. This report represents all the info known by the reporter upon query by hospira personnel.